Event description:
It was reported that a patient with a 27mm 11500a pericardial aortic valve has been placed under consideration from a valve-in-valve procedure after an implant duration of one (1) year, six (6) months due to moderate aortic insufficiency. Per the medical records. The patient presented with severe symptomatic aortic stenosis and under went a avr. The native valve was noted to be trifleaflet and extremely calcified. Calcium around the anulus was removed and a 27mm 11500a was seated and secured. Tee showed the valve was in good position with minimal gradient and no pvl. On pod # 5, the patient discharged home in stable condition. Outpatient (pod #22) f/u echo showed mean gradient 15mmhg and the prosthetic aortic valve appeared to open normally. Lvef 50-55%. Outpatient (16 months) f/u echo showed aortic leaflets are not well visualized. Mean gradient 15mmhg with mild-moderate intravalular leak. 58-year-old male with a history of arrhythmia, bradycardia, and htn. Internal imaging echo impression: subsequent imaging suggests probably moderate ar with a probable central (valvular) origin despite continued normal appearance of the bioprosthesis. The cause of ar is not evident from review of the submitted images. Possible etiologies could include atypical structural valve deterioration (albeit in the absence of visible evidence of valve degeneration) or an atypical manifestation of infective endocarditis (albeit in the absence of evidence of vegetation or leaflet flail).

Manufacturer narrative:
UDI number: (B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a pericardial aortic valve has been placed under consideration from a valve-in-valve procedure after an implant duration of one (1) years, six (6) months due to aortic insufficiency. Per received echo reports: follow-up echo performed at an implant duration of approximately one (1) month demonstrated a normally opening bioprosthetic valve. Follow-up echo performed at four (4) months demonstrated a prosthetic valve with a gradient of 15mmhg with mild-moderate intravalvular leak.